Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to the configuration setting of the device. Our investigation determined that the device was configured with the incorrect date. The date within the device read 1/2/2057, this date exceeded the pad expiration date causing the pads to read as expired during the self test. It could not be firmly established how the configuration of the date was changed. The date was re-programmed to the current date to resolve the reported condition. Analysis of reports of this type has not identified an increase in trend.